Event description:
Updated summary the device mmt-431ak will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the infusion set was leaking. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 277 mg/dl and a sensor glucose value of 190 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis was treated with an insulin pump (subcutaneous insulin infusion), the manual injection/insulin pen, an emergency room visit, and assisted/self-treatment of severe glycemic excursion (major severity). The blood glucose was high for greater than 4 hours. Also, the customer reported the symptoms of malaise, fatigue, vomiting, headache, pain, cramps, and dehydrated was treated with an emergency room visit. The event involved products 78893-01, mmt-342, mmt-1884l, and mmt-431ak. Troubleshooting was performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for 78893-01, mmt-342, and mmt-1884l. Mmt-431ak was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.